Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found a void in the insulation. The damaged insulation failed hipot testing. Although the exact cause of the damage could not be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer reported that after insertion of needle, the generator would not work at all. Also the error message "impedance value over 1000" was displayed. A new electrode was used to complete the procedure without any further problem. There was no pt injury. Initial evaluation of the incident needle found a void in the electrode insulation.